Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. After a day of treatment on (B)(6) 2017, the patient stated that the eye swelling and tearing significantly improved. On (B)(6) 2017, the patient's postoperative adverse symptoms disappeared. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported corneal edema with discomfort and tearing in an eye following an intraocular lens (iol) implant procedure. The patient was treated with injections and infusion once a day to reduce swelling and for anti-inflammatory treatment. They were also treated with antibacterial and anti-inflammatory medication. On (B)(6) 2018, the patient's postoperative adverse symptoms disappeared. After a day of treatment, the patient said that the eye swelling and tearing significantly improved. The symptoms of the patient's previous adverse reactions disappeared, and the indicators were normal. The patient was discharged successfully on that day and the lens remains implanted.